Event description:
Related manufacturer reference number: 2017865-2022-01401. It was reported the patient presented in clinic for a procedure. During the device check, it was discovered the atrial lead exhibited loss of capture and the right ventricular lead had rising capture thresholds. X-ray confirmed both leads had dislodged. The patient was in stable condition.